Event description:
It was reported that during a routine follow up visit a lead warning was noted. It was found the lead experienced low impedance. The patient was scheduled for a lead revision and the lead was cut, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.